Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported via the remote monitoring system that the patient implanted with this implantable cardioverter defibrillator (ICD) received anti-tachycardia pacing (atp) therapy that accelerated the rhythm to ventricular fibrillation (vf). The device then delivered a shock that converted the arrhythmia. An email was sent to the clinic to notify them of the episodes and to recommend further review of the patient and device. No additional adverse patient effects were reported. It was later reported that the patient's remote monitoring clinic forwarded the episode details to the patient's local cardiology clinic so the cardiologist could commence medication and perform a device check with the patient. No further information was available. The device remains implanted and in service.